Manufacturer narrative:
(B)(4). Method: the device is not available for examination, however, we are aware of this situation from previous complaints and this is the basis for the remainder of the information provided. Results: plastic locking tabs incorporated into the elbow connector of these CPAP masks may break off if they are not cleaned in accordance with our instructions for use. Conclusion: fisher and paykel healthcare is currently conducting a retail level recall on all tab designed connectors for CPAP masks. The us recall was initiated on 29 november 2006, under recall number z-0969-74-2007. All product manufactured since april 2006 features a redesigned connector that removes the locking tabs and is not subject to this recall.

Event description:
A customer in (B)(6), reported via their distributor that three tabs had broken off an (B)(4) nasal mask and a fourth tab was cracked. There was no patient consequence.